Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. There was no reported adverse event.

Manufacturer narrative:
Device evaluated by MFR: one cadd solis vip pump was received with corrosion in the battery compartment. There was a bent spring on the battery cover. The event log was reviewed and there was no conclusive evidence to support the reported "over infusing" issue. Accuracy test was conducted and the reported error was duplicated. The test produced results of +5.33%, +6.27% and +5.06%. This is outside the production test specification of +/-3.0% and +6.27 lies outside the published spec of +/-6.0%. The issue was traced to the expulsor being too tall which caused the device to pump more fluid than it should. The expulsor will be sanded to bring it closer to the nominal specification of +/- 3.0%.

Event description:
Additional information was received that the pump kept over infusing no matter how many sets were used. The settings were 30ml/h set to deliver 20ml. This issue was discovered during testing and there was no patient involvement.